Event description:
The compressor was connected to the pt. The customer reports that the compressor began to smoke and not deliver gas. The 960 air mixer alarmed. The compressor alarm status is unknown. There was no pt injury.